Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device malfunctioned. It was not known how the case was completed. No additional information is available at this time. It is not known if the device is available for return or the customer has disposed of it. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how many complaint devices were used in the case? 3. What type of procedure was the device used in? Laparoscopic right colectomy. Please explain what is meant by, the device malfunctioned? First stapler was seated appropriately but when he started to activate the blade, it became difficult and when he looked down at the stapler the top portion had twisted. Second stapler worked appropriately which was used to complete the staple line from the first stapler. Third stapler was seated appropriately but while he was activating the blade this became difficult and he had to push the lever to complete the cut and there were staples that appeared to not have closed. How was the case completed? Surgeon stated he manually over sewed the staple line but is still worried about anastamosis and leakage. Is the device (3 ) available for return?